Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) storage from one medstation could not be deleted. A technical support specialist (tss) reviewed the issue in the context of medstation es version 1.5.2, and knowledge article "unable to replace drawer (or cubie) due to loaded medications in the drawer" was followed to unload the srm pocket so the distributor could remove the srm and configure it on another station. During this process, it was identified that one storagespacekey (8fbd1994-e53d-45d5-bec6-596f77db6c9c) remained in a loaded state. When the unload script was executed using this key, it failed with an error indicating a null value conflict in the startstoragespaceinventorykey column, preventing the unload transaction. When the unload script was executed using this key, it failed with an error indicating a null value conflict in the startstoragespaceinventorykey column, preventing the unload transaction. Further review led to ka "medstation es-cannot unload pocket using drawer unload script-cannot insert the value null into column startstoragespaceinventorykey", which confirms that for es versions 1.7 and below, there is no supported workaround unless the device is being unloaded for a full restage in which case the old device may be renamed and marked out of service. As this scenario did not involve a restage and the customer only intended to delete the srm for use on another station (ICU), it was advised that no alternate workaround is available beyond the documented guidance, and this limitation was communicated to customer accordingly. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user reported that they were unable to delete the srm storage from one medstation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.